Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. It was reported that while on impella 5.5 support, the automated impella controller (aic) would not recognize the purge cassette after it was replaced. Two cassettes were used to attempt to resolve the issue, however the issue was only resolved after the aic was replaced with another unit. There was no patient harm reported.

Manufacturer narrative:
Data analysis: automated impella controller (console) logs from the complaint date revealed that the console issued the purge disc not detected alarm several times. Device analysis: the console was tested after arriving in field service. The issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be broken (missing at blue disc retainer). Root cause of the broken purge flag is due to repeated force and wear and tear of the plastic component. This report is being filed as part of a retrospective review of historical records.